Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, the valve was unable to be advanced through the heavily calcified vessels and was stuck towards the end of the sheath. The valve did not exited the sheath.  The esheath and valve was removed surgically. The patient was in stable condition post procedure.

Manufacturer narrative:
The sheath was not returned to edwards lifesciences for evaluation.  In addition, no relevant imagery was provided for review. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality.  Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. A device history review (DHR) and lot history review were unable to be performed as device lot number was not provided.  Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint codes for sheath shaft resistance with delivery system and withdrawal difficulty were unable to confirmed. A review of manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per report, ¿the commander delivery system with crimped valve was advanced through the esheath, but towards the end of the esheath, it got stuck due to calcification¿ and ¿as per medical opinion, the event was related to the heavy calcification¿. Per training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. The presence of calcification could prevent the sheath from fully expanding, and increase the necessary push force to advance the delivery system through the sheath. Although a definitive root cause was unable to be determined, available information suggests that patient factors (calcification) may have contributed to the compliant event. However, a definitive root cause was unable to be determined at this time. Due to the sheath shaft resistance, so excessive force was applied to overcome the high resistance and further delivery system advancement, and it led to sheath shaft stuck in between the calcification and distal section of delivery system (with crimped valve). Consequently, the sheath shaft and was unable to remove from patient as reported. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive device manipulation) may have contributed to the compliant event. However, a definitive root cause was unable to be determined at this time. Since no manufacturing non-conformances or IFU/training manual deficiencies were identified, escalation to product risk assessment and corrective/preventative actions are not required.